Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event; device functioned as required. The rf (radio frequency) head interrogated devices without issue. Moving the rf head cable and wiggling the connector and strain reliefs during interrogation had no influence on telemetry. Rf head passed functional test. It was noted the rf head label had ¿broken¿ written on it and it did not wipe off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a pacemaker could not be interrogated. Programmer wand was changed and programming was successful. The programmer wand was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.